Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was defective. Subsequently the lens was removed during initial procedure and completed with another lens. Additional information received stating that the lens felt like it was stuck in the cartridge and was not sliding down towards the tip of the cartridge.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).